Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 11:22 am, the result from the meter was >8.0 inr. At 11:54 am, the patient retested and the result from the meter was 3.4 inr. The therapeutic range was 2-3 inr and the patient tests bi-weekly.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr. Qc 2: 5.3 inr. Qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. However, the meter's time/date was set incorrectly. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician. Occupation was patient/consumer.